Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was close to 400 mg/dl. The customer stated that the battery went dead out of his pocket and it stated that it was being out too long. The customer stated that his battery went dead and the time is not correct. The customer stated that there is a closed circle on the pump. The customer treated with a bolus and ate since the last battery died. The customer did not want to troubleshoot for high blood glucose readings.